Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Legal claim received alleging that the patient suffers from pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.(B)(4)

Event description:
Legal claim received alleging that the patient suffers from pain. Update 3 dec 2014 - der rcvd. Updated dor, added surgeon and sales rep details. Added all products. Added malalignment as a reason for revision. Der states 'asr was very vertical. Cup was well fixed' product number supplied for head (999890256) does not exist however lot number matches with product code 999890253 so have reported as such.